Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a surgical intervention for finger tip remodeling on (B)(6) 2019 and suture was used to close the wound. During the procedure, as the incision was closed, the suture was fraying. Another like device was used. There were no adverse patient consequences. No additional information was provided.